Manufacturer narrative:
Weight of patient unknown at this time. The system has not been worked on by a company representative at this time therefore no analysis has been provided and no cause can be established. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site had difficulty tracking instruments. The screen unexpectedly went from navigate to register. Site suspected the issue was due to hitting the back arrow on the patient tracker. There was no impact to patient. There was no reported delay to the procedure due to this issue.